Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was over 400 mg/dl. The customer expressed no symptoms related to his high blood glucose. The customer was treated with manual injections of insulin as well as insulin pump therapy. While troubleshooting, the customer stated that the drive support cap appeared normal, no air bubbles were found and that no leaks were observed. The insulin pump also passed the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The was advised that an infusion set would be replaced. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.